Event description:
Patient was being treated with gamma knife radiosurgery for a large frontal meningioma. A 26 isocenter plan was developed. The plan was to be delivered in a pair of aps, automatic positioning system, runs, one of 20 isocenters and one of 6 isocenters. The plan was successfully exported to the gamma knife console, the patient mounted in the aps system, and the patient completed the check run for the 20 isocenter run. Treatment commenced and the first isocenter was delivered. Upon completion, the system undocked as normal but the couch retracted fully with the aps system showing the error message "illegal couch sensor sequence". The patient positioning was checked and found to be ok. Per gamma knife protocol, the check run for the remaining isocenters was completed successfully. At the completion of the second isocenter, the problem and error recurred. The same problem and error occurred after isocenters four and five, with adjustments being made to patient position and docking in an effort to solve the problem. After successful treatment of the fifth isocenter, the "illegal couch sensor sequence" error recurred and the couch retracted. This time, even though the couch appeared to fully retract, the gamma knife unit did not seem to sense complete retraction and the clamshell doors remained open. This caused a potential for radiation leak that could pose harm to both the patient and staff. Emergency procedures were immediately put in place. Dosimeters indicated that staff were exposed to 1 mrem. This low dose posed no danger to the staff. The patient's treatment was eventually completed and there was no ill effect to the patient. Elekta was contacted in an effort to determine the nature of the problem and possible remedies. Elekta responded and found that the two screws holding the couch position sensor had come loose. These were reinstalled and the gamma knife operated correctly following this repair.